Event description:
Patient having trouble removing pen needle from forteo pen. Device took her 15 minutes to remove. The needle - has lot # 6236676 expiration (B)(6) 2018 of box of pen needles - patient has never had issues with the pen needles before - no doses missed because of issue. Dose or amount: 1 needle. Frequency: daily. Route: subcutaneously. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: m81.0 age-related osteoporosis without current pathological fracture.